Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient needed to get their ins reprogrammed. The patient's device had been going "haywire" and was "spastic" since a back surgery (which was unrelated to their device/therapy). No further complications reported.